Manufacturer narrative:
The reported event of stretched helix was confirmed. A visual analysis revealed the helix was stretched out of specification. The elongated helix is consistent with having occurred during procedure. Further analysis performed revealed no anomalies. A longevity assessment revealed the battery voltage was above the elective replacement indicator (eri) level with appropriate remaining longevity.

Event description:
It was reported that the helix of the right atrial (ra) leadless pacemaker (lp) became stretched during the implant procedure prior to fixation. The lp was removed and a new lp was implanted to resolve the event. The patient was in stable condition.